Manufacturer narrative:
The site had no further info regarding the incident or other equipment that may have been involved. This occurred over a year ago. The generator remained in the hosp biomedical engineering shop all this time unused. They wanted it checked before returning to service. The site has been sent a dvd on or fire safety and a copy of an on-line hot-line bulletin on or fire safety. The generator has been returned for eval and when the investigation is complete a follow-up report will be sent.

Event description:
The report stated that during an ent (ear, nose, throat) procedure on a child, a piece of gauze caught fire and a part of it was charcoaled. The site reported there was no pt harm.